Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's buttons were harder to press as well as screen had scratches which made it hard to read. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump rejected the new batteries and diminished battery life. Customer also reported that the rewound process was slower as well as reservoir area where the reservoir locked in, was not so tight. The insulin pump will not be returned for analysis.